Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305180, lot # 4270208. It was reported by customer that vial opened and accessed with a blunt fill needle resulted in a pink-tinged drug product in the medication vial and in drawn up syringe. Needle has colored particulate matter deposits. Verbatim: rcc received a complaint via email. I would like to report a potential product quality issue. Details of the quality issue experienced previously unopened hydralazine vial opened and accessed with a blunt fill needle resulted in a pink-tinged drug product in the medication vial and in drawn up syringe. Needle has colored particulte matter deposits. Unclear if discoloration is related to medication, needle, or an interaction between the two materials. Medication information: hydralazine 20mg/ml 1ml vial ndc 63323-614-21, lot: 6133530, expiration date: 2026/04.

Manufacturer narrative:
(B)(4). Follow up for device evaluation. It was reported the vial opened and accessed with a blunt fill needle resulted in a pink-tinged drug product in the medication vial and in drawn up syringe. To aid in the investigation, one sample with two opened packaging blisters and five photos were received for evaluation by our quality team. A visual inspection was performed with 30x magnification. There was no damage, defective grind or hooks observed. The bevels and etch were good. The sample was then assembled to a syringe with saline solution. The solution was expelled into a glass; no issues were observed. The five photos provided show the sample received and a vial. No other information could be obtained from the photo. A device history record review was completed for provided material number 305180, lot 4270208. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed.